Event description:
Summary: it was reported that a vns patient experienced an increase in seizures after having generator replacement surgery. The pt had generator replacement surgery in (B)(6)2008 but was not programmed on after surgery, which in turn contributed to pt's increase in seizures. Further info from the treating neurologist revealed the pt's seizures persisted even after the pt was programmed to previous therapeutic settings. Current system diagnostics performed by the treating physician revealed everything was within normal limits. Moreover, info from the pt revealed that he was not able to perceive both normal and magnet stimulation due to unk reason even after settings were increased. Further info was received from the surgeon's office indicating the pt underwent generator and lead replacement surgery. F/u with the surgeon's office revealed the pt was referred for lead replacement surgery by the treating neurologist as he felt there was a lead issue which was causing the pt to have an increase in seizures. Moreover, at the time of surgery, the surgeon saw a lead fracture on the pt's lead although pre-op diagnostics were within normal limits. After replacing the lead, the surgeon prophylactically replaced the generator due to new lead compatibility. No pt trauma or manipulation was reported and x-rays were not taken. Add'l info from the treating neurologist revealed the pt's increase in seizures and was above pre-vns baseline. At the moment, good faith attempts to obtain the explanted products returned to the MFR have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.